Event description:
The manufacturer's representative reported that the patient presented to the office with lack of drug effect, pain at pump site, large seroma over pump and difficulty with telemetry. The patient was receiving lioresal 500 mcg/ml at a daily dose of 67 mcg/day. In the operating room, it was noted that the catheter was coiled all the way behind pump that was flipped in the pocket. The catheter was replaced and the pump was replaced in the proper position. The patient outcome was reported as "to be determined". Same as manufacturer's report #: 6000030200602370.